Event description:
It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on (B)(6) 2024. During scope cleaning, they noticed that the brush did not came out from the tip of the scope. They realized that the brush detached inside the scope. Several flushes from all ports were done and a traditional metal brush was used to retrieve the broken tip. The scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.